Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v162088, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot # v162088, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient was going to see their health care provider (hcp) and manufacturer representative in 5 days. The patient was instructed to try each program for 2 weeks at a time which they had done and would not like to go back to program 1 again. The patient wanted to know if going back to program 1 would affect the implantable neurostimulator (ins) logs of when and how long they were on each program. The reason the patient was trying each program for 2 weeks was because they were on program 1 and was leaking, using more pads per day, and they had been wet for so long that they were having to use powder and a<(>&<)>d ointment and they just felt terrible vaginally. They had been fooling around with it for about a year and the manufacturer representative had been aware of these problems for about a year as well. The patient hadn¿t lifted, twisted, fallen, or done anything that would have aggravated it. The patient tried each program for 2 weeks and would be done with this as of 5 days from now and as they changed programs each one had caused a little more discomfort. The patient changed from program 1 to program 2 and it was a little high for them and then the vaginal vibration subsided and they were getting something across ways their back where the wires were. The patient was conscious of daily activity and if they shopped too long or stood too long or what was going on when this occurred because it wasn¿t the first thing when they stood up so they lowered it but they didn¿t have the calendar in front of them. When the patient decreased the stimulation the discomfort subsided a little but it was just a constant current going. The patient then changed to program 3 and that was a little more discomfort and they had to decrease the amplitude. Program 4 was making the patient get a shocking kind of something going down their leg and they didn¿t like 4 at all and this had been going on for about a week. The patient was planning to change back to program 1. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.